Event description:
While investigating a (B)(6) male patient's electrode belt for an unrelated issue, a reportable problem was discovered. The electrode belt trunk cable was cut. The patient was issued a replacement electrode belt.

Manufacturer narrative:
Device evaluation of electrode belt sn (B)(4) has been completed. Upon evaluation the electrode belt's trunk cable was cut and wires were exposed. The root cause of the damaged cable was physical abuse. No adverse event resulted from the damaged cable. The patient received a replacement electrode belt.